Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 23 mmol/l. Troubleshooting was done for high blood glucose and under delivery. Customer was treated with manual bolus. Customer stated that auto mode was active. Customer was alleging the insulin pump of under delivery of insulin. Customer stated that displacement test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.